Event description:
The user facility reported that the angio-seal device came out (lock defective). The angio-seal device was attempted to be used for hemostasis after percutaneous transluminal angioplasty. The angio-seal device was inserted into the insertion sheath until the anchor deployed. When the device was pulled back, the anchor could not catch on the vessel wall, and the device fully came out of the insertion sheath. The device was not used and was replaced with a competitor's closing device (perclose, abbott). However, hemostasis failed even with the perclose device. Manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The blood loss was less than 250 cc. The procedure before deploying the device was permanent pacemaker implantation. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 6 millimeters. The event occurred intra-operatively. No equipment or other devices were used with the above product.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. The complaint cannot be confirmed for a device pullout as the device was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).